Event description:
On (B)(6) 2012, the pt reported that he had been having low blood glucose levels for about a month. The low values tend to occur in the evening. He stated that before bed his blood glucose levels have been dropping rapidly. His normal blood glucose range is 100-120 mg/dl. His lows have been down to 30-40 mg/dl. He has been able to self-treat by eating to bring his blood glucose levels back up. The pt lowered the basal rate on his infusion device, but the low blood glucose levels continued to occur. The pt was advised to switch to his back-up infusion device. F/u with the pt revealed that his blood glucose levels had returned to normal. However, when he switched to the back-up infusion device he also changed all of the accessories. The pt then switched back to his primary device using all of the new accessories and his blood glucose levels became low again, so he returned to using the back-up device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.